Event description:
It was reported that during percutaneous catheter myocardial ablation procedure, a faradrive was selected for use. During ablation of the right inferior pulmonary vein (ripv), a blood leakage was observed near the hemostatic valve of the faradrive sheath. Although the amount of blood leakage was very small, the sheath was replaced with patient safety as the top priority. After replacement, the issue was resolved and the procedure was completed without further problems. No patient complications were reported.